Event description:
Analysis of the returned device revealed the cannula to be bent. It was reported that the patient¿s blood glucose level rose above 250 mg/dL while wearing the Pod on the abdomen for between 24 and 36 hours. It was initially reported that the Pod was not delivering insulin, and redness at the infusion site was observed.

Manufacturer narrative:
The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Inspection of the patient history buffer data found that the automated glucose control algorithm was able to appropriately adapt to changes to estimated glucose values and user inputs. The exposed portion of the soft cannula appeared to be bent/kinked. It could not be determined when or how the damage to the soft cannula occurred. Fluid path testing found that the damage observed to the soft cannula did not prevent fluid from flowing through the fluid path as intended. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria.Locked Down Smartphone: PHONE_CONTROL_ANDROID.Omnipod Software App Version: 3.1.6.Operating System: QP1A.190711.020.N960USQU9FVG2.Hardware: SM-N960U.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.